Event description:
It was reported that during a procedure to prophylactically remove the right ventricular (rv) lead the right atrial (ra) lead was removed because it was stuck to the rv lead. The ra lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had a white substance, there was blood in/on the helix mechanism, and the lead was stretched.